Manufacturer narrative:
H3: product analysis: evaluation determined that head of drill bit came off and broken at tip where ball was attached. The likely cause was identified as excess force/ pressure used on tool along with maybe bending it too much towards the ball tip when in us. This regulatory report is being submitted due to a retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during spinal fusion, the head of the tool came off during drilling. It was reported that there was no patient impact. It was also reported that the procedure was completed with new tool and there was a delay of 5mins. On follow up it was reported that patient is recovering as expected from spinal procedure